Manufacturer narrative:
Pt weight: unk. PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s. Patient codes: \- significat reduction of endothelial cell counting or significant endothelial cell loss, secondary surgical intervention, lens explanted. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens, -16.50 diopter in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2016 due to significant reduction of endothelial cell counting or significant endothelial cell loss. The patient's post-op uncorrected visual acuity was 20/200. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
PMA 510(k): this product is not marketed in the u.s. Work order search: no similar complaints were reported for units within the same lot. Device evaluation: product evaluation found that the lens was returned dry in the lens container, but there was clear surgical residue/debris on product. Visual inspection found optic split, haptic broken and deformed. (B)(4).